Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accu tni) results generated by the access 2 instrument for three (3) patients. The initial accu tni results were: 0.75ng/ml, 0.67ng/ml, and 0.69ng/ml for patient a-c respectively. The results were reported out of the lab and questioned. The original samples were retested and accu tni results were in similar ranges for all 3 patients. The original samples were tested on a different instrument in the customer's lab and accu tni results were: 0.18ng/ml, 0.03ng/ml, and 0.02ng/ml for patient a-c respectively. Corrected reports were sent. There have been no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc was run at the start of the morning shift and was in range. Qc was run again at start of evening shift and failed. Customer reran all accu tni samples which had been run after the morning qc run on their access 2 instrument. Customer then called customer technical service (cts) who advised customer to run a system check which failed. Cts advised customer to change aspirate probes and repeat the system check which failed again. Cts advised customer to discontinue use of instrument and a field service engineer (fse) was dispatched: the fse noted that peri-tubing from probe #1 appeared to be flattened and restricting wash buffer flow through it. The hardware issue was corrected by the fse. The fse performed a system verification testing and all results passed within specifications. A new peristaltic pump will be installed on this instrument. Customer runs qc on all three shifts to aid in detecting problems earlier. The instrument currently performing well and customer has a backup analyzer available for use. Hardware issue addressed by the fse contributed to this event. A malfunction will be assumed for the purpose of this report.